Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2015 at 11am. The patient was unable to provide any specific results which were obtained at this time. The patient stated that they manage their diabetes with insulin (no adjustments), but it is not known whether they made any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. It is not known whether the patient developed any symptoms as a result of this issue, but the patient stated that they were treated by a healthcare professional (hcp) at an unspecified period of time in relation to the alleged issue. The hcp gave the patient ¿40 unit 2¿ of an unspecified type of insulin. It is not known whether the patient was able to measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that the results which were obtained were obtained greater than 30 minutes from each other. The patient's product was replaced. This complaint is being reported based on the following conclusion: although it is not known whether the meter readings obtained meet lfs accuracy criteria, the patient reportedly required medical intervention in order to prevent serious injury after the alleged product issue began.